Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Five years or more have passed since the device was manufactured, and it is presumed that the lock and pin of the connector wore out and broke down due to repeated use for a long period of time. As a result, the electrical contact of the connector becomes unstable, it interferes with the image transmission between the scope and the video processor, which causes a flickering image. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
The device was evaluation by olympus and a loose video connector unit latch identified, causing an unstable, flickering image.

Event description:
An olympus, cv-190 returned to olympus for inspection was determined to have an unstable, flickering image. There was no patient injury or harm, associated with the problem, reported to olympus.